Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/22/2017, that on (B)(6) 2017, the patient experienced failed transmitter error on the receiver. Data was not available for evaluation. Confirmation of the failed transmitter error and a root cause could not be determined. No additional event or patient information is available.